Event description:
It was reported that the device had an electrical reset. Patient did have have some contact with electromagnetic interference while working with a power generator. The reset message was cleared and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters occurred as a critical ram parity error was logged on (B)(6) 2011 in address "18 d4". Por severity is considered low as device should be able to fully recover after reset.